Event description:
According to the reporter, during an orthopedic procedure, the device partially deployed but got stuck at the end of the stapler. Another device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Based on additional review of the file, this complaint has been updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open orthopedic procedure. The skin stapler was being used for the skin closure. The staples did not deploy. The staple partially deployed but was stuck at the end of the skin stapler and caught onto the tissue. In order to resolve the issue and complete the case, used another skin stapler. There was no patient harm. The patient outcome is alive, no injury.